Manufacturer narrative:
One device was returned for repair in used condition. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual evaluation found the downstream occlusion (dso) sensor and the upstream occlusion (uso) sensor were contaminated. Error 1720 was found in the event history logs. Functional testing was performed. Inserted batteries to power up device due to 1720 displayed on pump and performed test for 10 mns. Test verified the primary problem. The cause was defective back-up capacitor. Replaced back-up-capacitor to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that there was an error code 1720. The report product fault occurred during testing. There was no patient involvement.